Event description:
A malfunction was reported on the pump by the caller. There was no stated adverse impact to the customer's blood glucose level from the issue. Customer service provided instructions to reset the pump, which the caller performed successfully, resolving the malfunction. The customer was advised to monitor the pump for any recurring issues and to contact support if necessary.